Manufacturer narrative:
The cause of the discrepant results is an instrument malfunction. The siemens diagnostics inc. Field service engineer examined the instrument and found an instrument issue. The service engineer resolved the issue by replacing the reagent probe and lubricating the syringe assemblies. The service engineer validated the repaired instrument by running the validation kit & controls and performing patient comparisons. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant pt, ptt, and heparin results were obtained on multiple patient samples. Some patient results were reported to the physician. The samples were repeated and results were obtained in agreement with physician expectations. Corrected reports were issued. It is unknown if patient treatment was altered or prescribed due to discrepant results reported. There is no report of adverse outcome to the patients as a result of the discrepant results.